Event description:
The customer stated that her meter readings were lower than usual. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The meter was to be replaced at the customer's insistence. A replacement meter will be sent.